Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient was at work when she suddenly lost consciousness. Coworkers called emergency medical technicians (emts), who administered liquid glucose. Upon regaining consciousness, the patient was informed that her bg measured below 40 mg/dl by fingerstick, while her estimated glucose value (egv) on the cgm was between 90-100 mg/dl. The patient was not transported to the hospital. She recovered on site after receiving liquid glucose and additional juice. Upon awakening, she noted significant sweating. At the time of the report, the patient stated she was doing well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.